Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated that she is not getting insulin in pump. Customer thinks there is a delivery anomaly because she did a manual prime and nothing came out. Customer stated the pump is under delivering. The customer was advised that the device would be replaced. The customer was to revert to a backup plan of manual injections. Customer was advised to monitor pump until replacement arrives.

Manufacturer narrative:
The insulin pump passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No prime anomaly noted. The insulin pump was delivered properly all bolus programmed during testing. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked case at reservoir tube window corner.

Manufacturer narrative:
The pump passed the delivery accuracy test.